Event description:
The sales rep reported that there was an issue where the tubing on the eds3 came apart with very little effort. As a result, the eds3 was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot number is not available for investigation. Without the device and/or lot number codman cannot conduct a proper investigation. If at somepoint the device and/or lot number does become available the complaint will be re-opened and evaluated. Based on the information provided no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Manufacturer narrative:
4/18/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
"Customer had another issue where the tubing on the eds3 has come apart with very little effort. They had to replace the eds3 (82-1731) and they told me they kept the problematic drain but could not locate when I was there". On (B)(6) 2013, the sales rep. Called and informed that the patient is okay; however, no other patient's information is available. On (B)(6) 2013, the sales rep. Was called and he informed that the complaint sample will not be returned for evaluation. 4/18/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.